Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the lock mechanism was too low to properly lock into the epg connector. (B)(4).

Event description:
It was reported that the patient cable would not lock into the output connector of the external pulse generator (epg) port. The cable was returned for inspection. No patient complications were reported as a result of this event.